Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found dislodged and did not deliver pacing when required. The lv lead was explanted and was successfully replaced. It was reported that the patient developed hematoma but was attributed to the patient being maintained on anticoagulant medication. No additional adverse patient effects were reported.